Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was patient reported they are getting message cannot provide desired intensity when they increase the stimulation, or when they decrease the stimulation and try to increase the stimulation again, the message comes up. The patient was redirected to their healthcare provider to further address the issue. Patient stated his hcp is far away from and this is the third time this has happened and he usually meets with the rep and the message will not show up for awhile and comes up again. Patient stated the controller shows ins 100% and controller 50% charged. Manufacturer representative met with the patient on (B)(6) 2022, and the patient reported that they have seen settings not avail message on handset a couple of times this month while trying to change stim. Manufacturer representative did impedance and found that contacts 13, 14, 15 with 12 were either avoid or do not use-open. Patient is currently programmed to 8/10 and 12/15. Patient had a fall this month. Manufacturer representative will attempt to program around the affected contacts.

Event description:
The manufacturer representative reported that they were ble to program the patient to receive effective therapy and so that the patient was no longer seeing the settings not available message when trying to increase.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.